Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller, serial number (B)(6) faulting upon connection to the 14 volt cable was confirmed via the submitted log file and the returned controller. The submitted log file showed data spanning approximately 2 days (10:37:40 - 10:41:30 per the timestamp). Through the entire log file, the actual pump speed was 0 rpm. The log file captured intermittent controller internal fault alarms associated with a com_a and com_b fault as well as an ocp_b_open fault and ocp_a_open fault, and pwr_a_broken and bwr_b_broken faults. This occurred when fuse 6 and 7 are open on the main printed circuit board (pcb). The alarms did not resolve themselves and occurred to the last event of the log file. The returned system controller was connected to a system monitor, pump, and power module and the reported event of the controller fault was reproduced. The system controller was then dissected to inspect the internal components. The resistance across fuses a and b were measured, revealing that they were compromised. The damaged fuses is consistent with the driveline being cut and damaging the underlying wires during the pump exchange from pump serial number (B)(6) . This is addressed in the pump investigation. The fuse was replaced, and the system controller operated as intended. The controller fault alarms resolved after replacing the fuses, and the controller successfully operated a test pump at the set speed without issue. The root cause for the reported event of the controller faulting upon connection to the 14 volt cable was determined to be compromised fuses on the system controller. The fuses were compromised due to damaged underlying conductors in the pump cable while cutting the driveline in the pump exchange. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿, explain all alarms (visual and audible), including controller internal alarm conditions, and the actions to take when a battery charger alarm occurs. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 07jan2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was faulting upon connection to the 14v cable. And noted fuse a and fuse b failure when reviewing. This is the controller that the patient was using when they had low flow alarms on (B)(6) 2020. Upon review of the log files, it appears that the controller had failed. There were no issues up until (B)(6) 2020 when the pump was stopped for the exchange.